Event description:
5/29/97 shearing of the guidewire tip during nephro tube placement, 6/30/97 percutaneous nephrolithotomy with extraction of multiple stone fragments & majority of foreign body guidewire. Small portion of wire remains embedded in renal parenchyma.